Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical record and risk documentation. A follow up report will be submitted after investigation.

Event description:
Difficulty introducing manta bypass tube into sheath valve. Additional information on (B)(6) 2022: during a large bore procedure on (B)(6) 2022, ultrasound guidance and micro puncture kit were utilized to gain access. There were no issues advancing the procedural sheath. Protamine was administered intravenously prior to closure. Moderate resistance was encountered attempting to advance the bypass tube into the sheath, the entire manta was removed and replaced with new device. Second manta deployed. Additional information (B)(6) 2022: patient was reported as fine post procedure, no impact on health.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was planned for closure. Ultrasound guidance and micro puncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. Protamine was administered prior to the closure procedure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. The first 18f manta device was removed from the guidewire and a second 18f manta device was opened and deployed. The second device was successfully deployed, and the patient outcome post-procedure was reported as fine. The IFU indicates: inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
Difficulty introducing manta bypass tube into sheath valve. Additional information on 15nov2022: during a large bore procedure on 09nov2022, ultrasound guidance and micro puncture kit were utilized to gain access. There were no issues advancing the procedural sheath. Protamine was administered intravenously prior to closure. Moderate resistance was encountered attempting to advance the bypass tube into the sheath, the entire manta was removed and replaced with new device. Second manta deployed. Additional information 17nov2022: patient was reported as fine post procedure, no impact on health.